Event description:
Additional review of the ctas revealed that the type iii endoleak is originating near the junction between the original proximal and distal talent grafts. The leak is on the inside bend right where the proximal graft ends. The exact device that has the endoleak cannot be confirmed, but I suspect the leak is in the distal talent graft, right below the overlap junction with the proximal piece. This would make more sense from a fatigue wear standpoint. The c-bar is bent in that location, but is surprisingly not fractured. The only observation of note is that there are two overlapping ro markers at or very near the leak location. The two markers are one of the bottom edge markers from the proximal graft, and the figure 8 marker on the distal graft. This figure 8 marker is located along the c-bar two body stents down from the upper edge of the fabric. The endoleak is likely caused by fabric wear. The cause of the fabric wear is unknown, but could be any or all of: crease wear, ro marker abrasion, or stent abrasion.

Event description:
Review of returned cta's from 45 months post-implant revealed that several stent grafts were positioned within the descending thoracic aorta. Near the stent graft mid-length where the device is seen acutely angulated at approximately 90 degree, there is contrast seen in the thoracic aortic aneurysm, likely from a type iii endoleak. The endoleak is near the proximal end of the most distal talent device near to where the c-bar is also acutely angulated. The stent graft outer diameter of the distal talent stent graft measures 47mm, and the c-bar of this distal device has been oriented along the inside curvature. The exact cause of the possible type iii endoleak is unknown, and it is uncertain if the c-bar or stents near the endoleak may have fractured and potentially contributed to the endoleak. The previously seen type iii endoleak near the arch is no longer visible. The stent graft lumen is patent and no other stent graft issues are observed.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted for the endovascular treatment of a thoracic aneurysm. It was reported that the physician believed that there was a type iii endoleak, fabric. It was never confirmed to be a type iii endoleak. It may have been a type I endoleak. It was reported that the patient had a pre tevar common iliac stent implanted on an unknown date. The physician was using a conduit. The physician was inserting the valiant stent graft when it caught on the previously deployed iliac stent; the device could not be advanced any further and was removed. The iliac stent was ballooned and the valiant was inserted a second time. The device was unable to cross and was removed, the device did not kink. A second valiant device of the same size and length was successfully used to treat the patient. The patient is fine. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine.